Manufacturer narrative:
Updated field: b3, b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced device erosion at both the csl and ipg locations in early 2025. The ipg and a portion of the csl were explanted on (B)(6) 2025. Per the opinion of the physician, the patient was non-compliant and may have had twiddler's syndrome. It was noted the patient recovered following the explant.

Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced device erosion, and the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).